Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2009; 7020 competitor implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks due to the device oversensing t waves. The device was reprogrammed to an integrated bipolar configuration and remains in use. No further patient complications have been reported as a result of this event.